Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was up to 530 mg/dl at the time of incident and current blood glucose level was 535 mg/dl. The customer was treating high blood glucose level with insulin pump however, blood glucose level was not coming down. The customer was treated with injection for high blood glucose level. The customer¿s blood glucose level was in 200¿s mg/dl in the morning. The customer also changed the site for high blood glucose level. The customer had symptoms related to high blood glucose level such as nausea and body pain. The customer also reported that the set was bent. The troubleshooting could not be completed as the call got disconnected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.